Event description:
It was reported since implant stimulation would hurt their legs and was affecting their walking. The patient could not even walk the pain was so bad. The patient also had fibromyalgia and they tried to blame the pain on fibromyalgia but patient turned off their stimulation since (B)(6). The patient then stated more around (B)(6) and when they turned off the stimulation they were able to walk . It was noted that the patient's device was off presently and they were looking for health care provider (hcp) to help explant the device. It was noted that it was reprogrammed about a month ago prior to the call but it still did not work and they would be trying to have the neurostimulator removed. It was further reported that there was not a 50 percent or greater symptom reduction. The cause of the event was not determined and it was unknown if it was device related. Reprogramming was not needed. The patient had back and leg pain around the generator site and it was radiating into their leg. The troubleshooting, interventions, or other actions taken to resolve the event was that the patient did not want further evaluation as previous hcp¿s had tried reprogramming and it didn¿t help. The patient was not recovered with symptoms or an ongoing issue. The pain was less, but was still present after the generator was removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: 3093-28, lot# va06ydz, implanted: (B)(6) 2013, product type: lead. (B)(4).